Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that during a follow up visit, the bv was 2.64v and charge time 18.9 seconds. Three months earlier, bv was 2.97v and charge time 8.4 seconds. Due to the have the extended charge time (without triggering eri), a decision has been made to perform an elective replacement procedure. There was concern that the battery had depleted more rapidly than expected. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.